Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that when the customer was trying to deliver a bolus the numbers on the screen of the insulin pump kept ramping nonstop and the customer could not change the reservoir. The customer's blood glucose was 180 mg/dl. The customer stated that they were near water and had their insulin pump in their back pack so the device might have been in contact with wet items, but it was never submerged. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).